Manufacturer narrative:
(B)(4). (B)(6). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a video-assisted thoracoscopic surgery (vats) procedure. When firing the reload onto part of the lung, the stapler was only firing half of the cartridge. There was abnormal staple formation. Used a new reload on the handle and stapler formation was normal. The patient was not injured and is currently stable.

Manufacturer narrative:
Ftr# (B)(4). Only the reload was received. Evaluation summary: post market vigilance (pmv) led an evaluation of one endo gia* 60mm articulating medium/thick reload. Visual examination noted that the reload was partially fired with the interlock engaged. The anvil clamping mechanism was deformed. Replication of the deformed anvil clamping mechanism may occur due to application over tissue that is beyond the recommended thickness range or application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution, ¿preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. "Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.